Event description:
The report is from the study. The pt was a male, with a history of hyperlipidemia, diabetes, and hypertension. The pt had contralateral carotid occlusion and high cervical ica lesion. The target lesion was the ostium of the left internal carotid. Per-procedure stenosis was 80%. Lesion length was 20mm and diameter was 5mm. The vessel was mildly calcified, mildly tortuous, eccentric and ulcerated. The lesion was pre-dilated. A precise pro rx 9 x 40mm stent was deployed at the target lesion. An angioguard was successfully deployed and retrieved during the procedure. The pt was discharged the same day. Approx 3 months later, the pt suffered a tia with dysarthria. The neurological deficit lasted less than 24 hours. The pt recovered fully with no deficit. The pt was on asa and plavix when the event occurred. The pt was strongly encouraged to stop all tobacco usage. The event was evaluated and unrelated to the index procedure and the implanted stent.

Manufacturer narrative:
Additional information will be submitted within 30 days of requests.